Event description:
The I/a mode (irrigation/aspiration) of the phacoemulsifier malfunctioned. Mode would not turn on nor would it stay on. Machine would revert back to cautery. Machine tested by biomed dept found I/a mode inoperative due to an internal component failure. Further testing continues. No adverse outcome during event.